Event description:
Patient was cannulated and hook up to the machine, clinical staff noticed that the arterial pressure was not going up or down when we started the machine. Clinical staff noticed the bubble for the arterial line was not filled up. Clinical staff tried to use a syringe to fill up the bubble but it did fill up even tried to push and pull the line but did not work. The line looks like there is no hole connected to the bubble. Blood line problem (lot# 20354001). Clinical staff moved the patient to a different machine and pull out the machine out of the floor just in case machine problem has occur. ====================== manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, hemodialysis bloodlines (per site reporter). ====================== issue was reported to b braun's clinical team. Investigation is currently underway. Replacement product was provided with a different lot #.